Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from the heater line of the amia cassette, which is known to cause this alarm. The cause of the leak was due the heater line that "pooped off" from the amia cassette. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm 30166 (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during drain phase of peritoneal dialysis therapy. During troubleshooting, it was reported that the heater line of the amia cassette disconnected ("pooped off") which resulted in the leak and alarm. Renal therapy services (rts) advised the patient to remove the old supplies and start over with new supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.